Event description:
No further event details are available.

Manufacturer narrative:
- The healing collar was returned for investigation - based on the evaluation, the device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. - DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. - complaint history review was performed for the reported lot number for similar events and no other complaint was identified. - a root cause for the complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4-date of report. D3- manufacturer. D4- (B)(4). G2- manufacturer's contact office. G4-date received by manufacturer. G7-checked "follow-up". H2- checked follow-up type. H3- device evaluation checked "yes". H4-device manufacturer date. H6-entered evaluation codes. H10-added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the healing abutment was unable to be screwed down.